Event description:
(B)(4), and (B)(4) defects: this pt experienced a cascade of life threatening adverse events due to treatment redundancies and delays in treatment associated with (B)(4) devices. The pt with paroxysmal atrial fibrillation was receiving heparin subcutaneously awaiting a therapeutic warfarin dose to achieve an inr between 2 and 3. The inr reached that goal and was delivered to the (B)(4) by the testing lab. We believe that this (B)(4) device is fundamentally flawed in so far as it does not provide any warning that new results have been deposited. Unless someone is continuously scanning the (B)(4) for new results, this defect de-facto results in delays in care with adverse consequences of said delay directly proportional to the intrinsic severity of the pts' illness and co-morbidities. No one on the medical team nor the (B)(4) device that enabled concomitant and anticoagulants became aware of that therapeutic inr for 24 hours and the heparin doses continued for hours concomitantly with warfarin. Life threatening bleeding complications ensued resulting from at least 3 more shots than would have been given had the inr been known, this escaped the nurses, the pharmacists, and the hospitalists. Once the bleeding was identified, reversal of the inr was attempted with fresh frozen plasma and vitamin k. A ptt was ordered and the result of greater than 130 was silently deposited in to the (B)(4). The surgical consultants, nurses, pharmacists, and hospitalists did not see that result and no action was taken for more than 12 hours after that result became available. The pt continued to bleed. Again, there was not any notification that a new life-threatening result became available. If any members of the medical team opened and looked - several did not - at the (B)(4), the result was missed, we suspect due to human factors especially, the user unfriendly presentation of results on this particular device. The pt remains critically ill from the bleed, and would have benefitted from early treatment had the delays due to the fundamental flaw in the (B)(4) and (B)(4) device(s).